Manufacturer narrative:
The reported condition of keeps alarming was confirmed and duplicated due to a damaged case cover. The case cover was replaced to correct the reported condition. (B)(4)

Event description:
The facility representative called baxter customer service on (B)(4) 2009. Customer reported an infus-or pump in which pump keeps alarming. Information was provided that the problem occurred during programming/set up of the pump. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding this event. No additional information is available.